Event description:
The pt was asleep while being dialyzed, they believe that when they rolled over the venous needle became partially dislodged from their right arm. The customer reported that the dialog machine did not alarm for approximately 4 to 5 minutes. When the machine did alarm the nurse noticed the blood on the bed. The customer stated the machine alarmed with an arterial pressure alarm, not with a venous alarm. There was an approximate blood loss of 500cc to 1 l of blood. The pt was taken off the dialog machine. The customer reported the pt is ok ans as of 2 days later the pt is being treated in the ICU.